Event description:
Trifit ts revision after approximately 1 month due to a periprosthetic femoral fracture.

Manufacturer narrative:
Per (B)(4) final report additional information, including device details, location of the explant(s), x-rays, operative notes, patient details, patient medical history, whether the patient experienced any trauma prior to the fracture and an update on the patient post revision was requested in order to progress with the investigation of this event, however, this information has not been provided and thus an investigation cannot be conducted. The appropriate device details have not been provided and thus the relevant device manufacturing records cannnot be identified or reviewed. Based on the available information, the root cause of the reported periprosthetic fracture could not be determined and no further investigation can be conducted. Therefore, this case is now considered closed. However, should any additional information be provided then this case may be re-opened for further investtigation. Please note: this report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Manufacturer narrative:
(B)(4) initial report. Additional information, including device details, location of the explant(s), x-rays, operative notes, patient details, patient medical history, whether the patient experienced any trauma prior to the fracture and an update on the patient post revision has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. Upon receipt of the appropriate device details the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Trifit ts revision after approximately 1 month due to a periprosthetic femoral fracture.